Manufacturer narrative:
Samples were lithium heparin plasma with a gel separator and centrifuged for 12 minutes at 2700. Samples were aspirated from the primary tube for the initial and repeat results. Quality control was recovering close to peer group with good precision. Results were not flagged. Service was not dispatched to evaluate the unit. On (B)(6) 2009, service engineer noted the following: "customer had issue over the weekend and found the wash buffer line contained air. Once bubbles were primed out issue did not return. Customer does not seem to think issue was related to wash buffer as this issue happened hours after the erroneous result. However, customer has not had any further events since." Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples when using the unicel dxi 600 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the lab. Repeat analysis was performed. The test results were lower than or within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.